Event description:
(B)(4). Same patient as MDR ID#: 2134265-2012-05940. It was reported that following a coronary artery stenting treatment procedure, the patient had a myocardial infarction (mi). In (B)(6) 2011, the patient presented due to unstable angina (braunwald class unknown) and was referred for cardiac catheterization. The 1st target lesion was located in the right posterior descending artery (r-pda) with 99% stenosis and was 15mm long with a reference vessel diameter of 2.25mm. The physician treated the lesion with pre-dilation and placement of a 2.25x28mm promus element stent, with 0% residual stenosis following post-dilation. A staged procedure was performed three days later to treat a 2nd target lesion which was located in the mid left anterior descending artery (mid lad) with 99% stenosis and was 25mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with direct placement of a 3.00x20mm promus element stent, with 0% residual stenosis following post-dilation using kissing balloon technique. One day post the staged procedure, elevated ck value was observed and a non q-wave myocardial infarction was reported. The patient did not experience ischemic symptoms. No action was taken to treat this event. Source noted "re-elevation of cpk after loss of septal branch." The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Date of birth: 1943 device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).